Event description:
A system operator reports that during lasik surgery, the laser would not fire. The procedure could not be completed within the same session. It is not known whether there was pt impact/injury associated with this event. Additional information has been requested.